Event description:
It was reported that a patient underwent an initial right hip arthroplasty. Subsequently, the patient was admitted as an emergency due to dislocation, who underwent open reduction under general anaesthetic.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Report source, foreign event occurred in france. Medical product: biolox delta lnr 36mm 54-56mm, catalog #: 650-0795, lot #: 2918214. Medical product: aura ii total ha left size 3, catalog #: p0125y03, lot #: 655186. Medical product: eternity cup plasma ti ha s56, catalog #: p0402p56, lot #: 762577. Medical product: cancellous screw dia6.5x25mm, catalog #: p0601125, lot #: 495103. Medical product: cancellous screw dia6.5x25mm, catalog #: p0601125, lot #: 808604. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with the items 650-0837 and 650-0795. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. Risk assessment: the root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. For item: 650-0837 lot: 2832425: the reported event states dislocation reduced under general anesthesia. The dislocation is considered harm with a severity level of 3 for a number of hazards defined as moderate, which is described in the severity table as: s-3 prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. The outcome of the reported event is considered to be within the severity of the rmr. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to event date, being (B)(6) 2013. Sales (oct 2010 to oct 2013 inclusive) = (B)(4). Complaints search was conducted for events occurring between oct 2010 to oct 2013 for item 650-0837. 2 complaints were identified for this item number including (B)(4). Therefore, the calculated occurrence rate is (B)(4). This is considered an acceptable occurrence rate as per the rmf which estimates an acceptable occurrence rate of (B)(4). The highest occurrence score associated with the harm of dislocation is (B)(4). For item: 650-0795 lot: 2918214: the hazard (dislocation/subluxation) has a severity of 4 which is described in the severity table as: s-4 results in permanent impairment of body function or permanent damage to a body structure / necessitates surgical intervention. The outcome of the reported event is considered to be within the severity of the rmr. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to event date, being (B)(6) 2013. Sales (oct 2010 to oct 2013 inclusive) = (B)(4). Complaints search was conducted for events occurring between oct 2010 to oct 2013 for item 650-0795. 2 complaints were identified for this item number including (B)(4). Therefore, the calculated occurrence rate is (B)(4). This is considered an acceptable occurrence rate as per the rmf which estimates an acceptable occurrence rate of (B)(4). If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). UDI# (B)(4). Report source: (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. Concomitant medical products: medical product: biolox delta lnr 36mm 54-56mm catalog #: 650-0795 lot #: 2918214, medical product: aura ii total ha left size 3 catalog #: p0125y03 lot #: 655186, medical product: eternity cup plasma ti ha s56 catalog #: p0402p56 lot #: 762577, medical product: cancellous screw dia6.5x25mm catalog #: p0601125 lot #: 495103, medical product: cancellous screw dia6.5x25mm catalog #: p0601125 lot #: 808604. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right hip arthroplasty. Subsequently, the patient was admitted as an emergency due to dislocation, who underwent open reduction under general anaesthetic.